Event description:
The distributor reported on behalf of the customer that the device 00509124700, 1 x 19mm, wire pass drill, medium, 5ea, was used during a le fort I osteotomy on the date of (B)(6)2022 when it was reported, ¿wire pass drill bit (medium) failing during procedure (small portion broke off on the field).¿. After further assessment, it was reported, "wire pass drill (medium) small portion broke off on field. Field searched, floor searched with magnet, x-ray taken. Object not found.". There was no report of a delay, patient or user impact, prolonged hospitalization or medical intervention for the patient. This report is being raised on the basis of injury due to possible fragmentation left in the body.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record review found no abnormalities that would contribute to this reported event. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 17 devices, for this device family and failure mode. During this same time frame 426,999 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised the following: bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. Do not operate the drills without the appropriate bur guard and collet locked. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device 00509124700, 1 x 19mm, wire pass drill, medium, 5ea, was used during a le fort I osteotomy on the date of (B)(6) 2022 when it was reported, ¿wire pass drill bit (medium) failing during procedure (small portion broke off on the field).¿. After further assessment, it was reported, "wire pass drill (medium) small portion broke off on field. Field searched, floor searched with magnet, x-ray taken. Object not found.". There was no report of a delay, patient or user impact, prolonged hospitalization or medical intervention for the patient. This report is being raised on the basis of injury due to possible fragmentation left in the body.

Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.